Event description:
It was reported that right atrial (ra) lead exhibited oversensed noise and inappropriate automatic mode-switch. Programming changes were discussed, no intervention was reported. There were no patient consequences.